Event description:
While he was at the facility for an inservice, an arjohuntleigh representative was notified of an incident that occurred approx two weeks ago. A pt was being transferred in a floor lift. When the caregiver was attempting to push, the device tipped over. No further details were provided about the sequence of events. It is believed by the facility that the shape of the pt, not his weight, could have been a contributing factor to the event. Contradictory info was given about possible injuries sustained by either caregiver or pt, but no add'l details were released to date.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh (B)(4). Arjohuntleigh is currently waiting permission for having access to the device involve for further inspection. Add'l info will be provided following the conclusion of the MFR's investigation.